Event description:
Information received from the field does not address the patient's clinical status but notes that an attempt to interrogate showed end of life characteristics. The device was then programmed and longevity showed >9 months left. Measured data could not be obtained.